Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-00170. During the surgical procedure to implant a new percutaneous and surgical lead ((B)(6)), the physician experienced difficulty inserting the intended percutaneous lead into the header of the pt's existing ipg. The physician decided to replace the ipg and used a new percutaneous lead to successfully complete the procedure. The connection issue extended the surgery by approximately 90 minutes. No pt complications were reported as a result of this event.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.